Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillator to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. It was determined in the logs that the user pressed both the charge button and the shock button at the same time. Discharging is not possible while the device is being charged or in the charging cycle. The customer was advised to verify that their paddle set functions to specification. Analysis of reports of this type has not identified an increase in trend.